Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 had failed and required maintenance. The customer attempted to reboot and recover the system, unplugged and reconnected the power cable, and opened the back panel to check the hardware; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 had failed and required maintenance. The field service engineer (fse) found that the magnet had fallen out and replaced it with a new latch mechanism. The connections were reseated, and the cubies and voltage were tested. The customer tested the system, service was recovered, and the issue was fully resolved. The system functioned as intended after the field service engineer repaired the device.